Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the right essure device outer coil fractured but further dissection was successful at removing the outer coil') and back pain ('pain: back /chronic lower back pain') in a 41-year-old female patient who had essure (batch no. 809007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, cholecystectomy and cesarean section. Concomitant products included citalopram and melatonin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 1 year 8 months after insertion of essure. On (B)(6) 2016, the patient experienced anxiety ("psych injury/psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coil and laparoscopic salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and anxiety outcome was unknown and the back pain, fatigue and weight increased had resolved. The reporter considered anxiety, back pain, device breakage, fatigue and weight increased to be related to essure. The reporter commented: patient had received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Pathology test - on (B)(6) 2019: diagnosis. A (gross) right essure device medical device (metallic coiled wire). B (gross) left essure device: medical device (metallic coiled wire). C right fallopian tube, salpingectomy: benign fimbriated fallopian tube with complete cross section. D left fallopian tube, salpingectomy: benign fimbriated fallopian tube with complete cross section. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records received: lot number was added. Event device breakage was added. Pt of event "psychological trauma" was updated to pt "anxiety". Reporter's information, medical history, lab data, concomitant drugs was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('the right essure device outer coil fractured but further dissection was successful at removing the outer coil') and back pain ('pain: back /chronic lower back pain') in a 41-year-old female patient who had essure (batch no. 809007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallbladder removal, cholecystectomy and cesarean section. Concomitant products included citalopram and melatonin. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced back pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue") and was found to have weight increased ("weight gain"), 1 year 8 months after insertion of essure. On (B)(6) 2016, the patient experienced anxiety ("psych injury/psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coil and laparoscopic salpingectomy bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and anxiety outcome was unknown and the back pain, fatigue and weight increased had resolved. The reporter considered anxiety, back pain, device breakage, fatigue and weight increased to be related to essure. The reporter commented: patient had received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result: total bilateral occlusion. Pathology test - on (B)(6) 2019: diagnosis. A (gross) right essure device medical device (metallic coiled wire). B (gross) left essure device: medical device (metallic coiled wire). C right fallopian tube, salpingectomy: benign fimbriated fallopian tube with complete cross section. D left fallopian tube, salpingectomy: benign fimbriated fallopian tube with complete cross section. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('pain: back') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, fatigue and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered back pain, fatigue, psychological trauma and weight increased to be related to essure. The reporter commented: patient had received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified). Result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events pain: back, fatigue, weight gain and psych injury added. Patient dob added. Reporter information, product indication, insertion date and removal dates updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.